Manufacturer narrative:
Upon receipt, the electrical incoming inspection revealed that the ICD could not be interrogated and the therapy functionality was not available as a result of a depleted battery. Therefore, the ICD was opened to examine the inner assembly. A visual inspection showed no anomalies. The battery voltage was measured, confirming the battery depletion. Next, the electronic module was attached to an external power supply and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. The specified energy level was reached. In the course of further electrical analysis, an intermittent elevated current consumption of the electronic module was identified, which could be narrowed down to an integrated circuit. The intermittent elevated current consumption led to the premature depletion of the battery. The manufacturing records and quality documents for this device were re-investigated. No anomalies were documented during the device manufacturing. During the final acceptance test, no abnormality in the current consumption of the device was observed. Based on this analysis it cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields, might have contributed to the clinical observation.

Event description:
This device was explanted due to eos. Should additional information become available this file will be updated.